Event description:
It was reported that only minimal csf was coming out of the distal catheter at the end of the implantation procedure. The valve was re-examined and a break was noted.

Manufacturer narrative:
(B) (4). The valve was not patent and did not meet the requirements for leakage testing due to a large tear in the silicone dome above the valve membrane. This precluded reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompany the valve caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.